Manufacturer narrative:
Investigation summary: in evaluating the returned photos, bd was unable to determine whether it is a foreign matter. In evaluation of returned samples, bd was able to observe the fm. Inspection was performed as the fm size is found to be <0.05mm2 which is within specification. Ftir analysis was performed on the fm and observed to be protein. Based on DHR record, there are no abnormalities observed. Protein observed maybe produced outside the manufacturing facility as this is not observe in manufacturing process. Hence, root cause is not established. No CAPA is required as awareness training on the complaint has been performed on 7 december 2018 which happened after the affected batches produced.

Event description:
It was reported that bd hypoint¿ hypodermic needle had foreign matter on the needle before use. No serious injury or medical intervention was reported.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7051429. Medical device expiration date: 2022-02-28. Device manufacture date: 2017-03-09. Medical device lot #: 7051442. Medical device expiration date: 2022-02-28. Device manufacture date: 2017-03-09. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd hypoint¿ hypodermic needle had foreign matter on the needle before use. No serious injury or medical intervention was reported.